Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the rental unit is shutting down without alarming.

Manufacturer narrative:
(B)(4) 2015 - RMA was issued and the device was returned for an evaluation. The subsequent evaluation confirmed the complaint with respect to the reported issue of the unit not alarming. Follow-up filed.

Event description:
The provider states the rental unit is shutting down without alarming.